Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. The device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a partial electrical reset. Partial reset occurred on (B)(6) 2016.

Event description:
Furthermore the device was explanted and replaced.

Manufacturer narrative:
Product event summary:the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a partial electrical reset. Partial reset occurred on (B)(6) 2016. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that at follow up the pacemaker was found to be set at 80 beats per minute (bpm). After having performed atrial threshold the pacemaker stopped pacing and the patient's heart rate dropped to 48 bpm. The physician tried to reprogram the pacemaker, the change was accepted by the programmer and sent to pacemaker, but no change in pacing was seen. The patient's heart rate was all sensed and intrinsic at 48 bpm even though it was programmed at higher frequency. The pacemaker will be explanted and replaced. No patient complications have been reported as a result of this event.